Event description:
Reportedly, this valve was explanted after 1 year and 8 months due to mitral insufficiency. Patient also diagnosed with heart failure and pulmonary hypertension. At explant of the valve, the surgeon noted that all the leaflets were covered with host tissue overgrowth that was impedding one of the leaflets mobility. No further info provided.

Manufacturer narrative:
Device not returned.